Event description:
Nurse called to report a hospitalization due to high blood glucose. Diagnosed diabetic ketoacidosis. Customer confirmed she was hospitalized due to e coli and pneumonia, the high blood glucose readings were a result of the illness. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.